Manufacturer narrative:
The event occurred in (B)(6). No information was provided for the go system.

Event description:
Caller reported blood glucose results of 73 mg/dl on performa system , 133 mg/dl on go system within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.